Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy blisters along their breast from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care nurse applied saline solution, gauze and a band aid to the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.